Event description:
Four patient samples showing discrepant ise results when compared to another analyzer, same method. Patient 1, initial sodium 134 mmol/l, repeat 145 mmol/l. Initial potassium 2.5 mmol/l, repeat 3.1 mmol/l. Patient 2, initial sodium 133 mmol/l, repeat 145 mmol/l. Patient 3, initial sodium 128 mmol/l, repeat 142 mmol/l. Patient 4, initial sodium 122 mmol/l, repeat 130 mmol/l. The initial results were not reported. The field service representative determined the cause to be contamination due to a clot in the ise valve. The instrument was repaired.